Manufacturer narrative:
(B)(4). It was reported a patient experienced a connection issue coincident with peritoneal dialysis (pd) therapy. It was reported that the patient experienced ¿loose at transfer set at the end of the pd catheter¿ also described as disconnection between transfer set and a titanium adapter. On an unreported date in (B)(6) 2013, the patient was discharged from the hospital. On an unreported date in (B)(6) 2013, the patient began treatment with intraperitoneal rifampicin (dose and frequency not reported) for peritonitis. On an unreported date in (B)(6) 2014, treatment with rifampicin was stopped. It was reported that the patient recovered in (B)(6) 2014. If additional relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event of peritonitis. The patient began treatment with vancomycin (twice a week for 3 weeks, dose not reported) intraperitoneally as treatment for peritonitis. On an unreported date the same month, treatment with vancomycin was discontinued. The cause of the peritonitis was unknown. The patient was recovering from the peritonitis. Dianeal and extraneal viaflex therapies were ongoing. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). On an unknown date in (B)(6) 2013, the patient experienced peritonitis. Should additional relevant information become available, a supplemental report will be submitted.